Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated the heart wall as noted during routine device follow-up. The physician had successfully repositioned the lead. No additional adverse patient effects were reported. The rv lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.